Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's therapy and biphasic pcb assemblies. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the removed biphasic pcb assembly and determined that the cause of the reported issue was due to shorted transistors, designators q5 and q6.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Stryker replaced the device's biphasic pcb assembly during the device repair. Upon evaluation of the removed biphasic pcb assembly, stryker observed it causes the device to give an "abnormal energy delivered" message. As a result, the wrong defibrillation therapy may be delivered to a patient, if needed.